Manufacturer narrative:
H6: investigation summary bd received a sealed 22 gauge insyte autoguard blood control pro unit from lot 2164976 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that an extra catheter assembly was present inside of the sealed package. Additionally, the catheter tubing of the extra component was found to be caught in the seal of the packaging. Additionally, three photos of the defect were provided for investigation. The photos are representative of what was returned and did not provide any additional evidence that wasn¿t already covered by the physical sample evaluation. Therefore, based off the visual inspection and photos the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to all packaging personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the packaging seal was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about an extra component of insyte autoguard bc. According to the customer's report, besides normal one product, only an extra catheter got caught in the sealing part.